Event description:
It has been reported that the knee replacement had been functioning entirely satisfactorily until about 6 months ago, when it suddenly became painful. When pt twisted on the knee and after that had a feel of instability.